Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that implantation of intraocular lens (iol), a target error occurred. The lens was explanted in a secondary procedure and replaced with another lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis. Lens measured on gen3 on the 19th jun 2023. Iol met specification. The root cause for the reported complaint could not be determined. The sample evaluation confirms the iol is within the specification ranges for suspect 11.5d lens. Based on the results from the product history record, the measured lens fell within the optical performance and image quality specification parameters. The product met release criteria. The manufacturer internal reference number is: (B)(4).